Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's insulin pump had buttons hard to press. The customer's blood glucose level was unknown at the time of the incident. It was also reported that the insulin pump had rejected new batteries, rainbow effect in bright light, and unexplained non delivery. Troubleshooting was declined. No further details were provided. The insulin pump will not be returned for analysis.